Manufacturer narrative:
Philips received a complaint on the intellivue mx750 patient monitor indicating that they are getting an intermittent speaker malfunction inop. It is unknown if the device was in use at time of event, and there was no adverse event reported. Good faith effort follow up was performed to confirm if the device produced sound; however, it is unknown as the issue is intermittent. The philips remote service engineer (rse) investigated the issue with biomedical engineer and confirmed the mx750 was working as intended with no issue. The issue was confirmed to be related to the x3 device. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
It was reported that there was a intermittent speaker malf inop. It is unknown if there was still sound coming from the device at the time of the inop. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Reporting institution phone # (B)(6). Reporter phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.